Event description:
The complaint was reported as: the complaint alleges that the circuit had a melted area. The alleged issue was detected post pt use. No report of pt injury.

Manufacturer narrative:
Eval codes: a visual, dimensional and functional inspection of the product involved in the complaint could not be conducted since the product was not returned. The assembly process and mfg procedure for catalog# 780-19 were reviewed and no findings that can potentially relate to the reported issue were found. A device history record review could not be conducted since the lot number was not provided. The product IFU states several warnings in order to prevent overheating of the circuit. The customer complaint was not confirmed due to lack of product sample to perform a proper investigation and determine the root cause.